Event description:
Customer reported that the battery life of the insulin pump was shorter than it should have been. Customer also reported that the insulin pump returned an off/no power alert without returning a low battery alert. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected off no power without low battery indicator. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.